Event description:
It was reported that during an equipment eval conducted by a MFR field service technician, the device heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, and extensive corrosion and debris was discovered within various components, including the bearings. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of corrosion and debris within this device. The drill attachment could not be repaired and was discarded.